Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 451 mg/dl at the time of the incident. The customer¿s parent stated that the insulin pump had a motor error and a no delivery alarm. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer's parent stated that a motor position encoder error was found in the insulin pump alarm history. Customer's parent also reported that customer experienced a high blood glucose of 451 mg/dl and declined troubleshooting. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms noted. Unable to confirm encoder signal out alarm due to overwritten with alarms in alarm history screen. An alarm was noted due to corrupted history file. Motor was tested outside the device and passed. The device was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.